Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2018, a sample from the patient was tested with the dade innovin laboratory method, resulting as 4.2 inr. The patient's warfarin/coumadin dosage was held on (B)(6) 2018. At 9:56 a.m. On (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 5.1 inr. About an hour later, a sample was collected from the patient and tested with the dade innovin laboratory method, resulting as 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter result. The patient's warfarin/coumadin medication was held based on the laboratory result. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin, lovenox, or thrombin inhibitors. The patient has had no changes in diet, medications, or illnesses. The patient has had increased bruising, but this did not require medical attention. The patient did not have any special diet and there were no changes in the patient's normal vitamins and supplements preceding the event. The customer was unsure if the meter was cleaned regularly, but had cleaned under the blue lid of the meter on (B)(6) 2018. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 266839-11) were tested. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr; donor 2 inr: 2.6 inr. Donor 1 hct: 44%; donor 2 hct: 54%. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr; customer meter with masterlot strips: 2.6 inr . Donor 2: retention meter with masterlot strips: 2.6 inr customer meter with masterlot strips: 2.5 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.